Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Bleeding is a known potential complication associated with all patients implanted with vads. The instructions for use (IFU) and patient manual addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The IFU provides the user material which communicates how to potentially mitigate the occurrence and severity of bleeds via management of anticoagulants and anti-platelet drugs. The IFU also addresses guidelines for optimal patient management including having adequate and stable preload available. The device remains implanted in the patient and is thus not available for return to the manufacturer. With review of the available information there is no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. Clinical factors that may have contributed to the reported event include the patient's therapeutic use of anticoagulant and antiplatelet medications. Though the root cause of the reported event cannot be conclusively determined there are patient and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient reported shortness of breath and fatigue since (B)(6) 2016. The patient presented to the emergency room on (B)(6) 2016. Hemoglobin (hgb) was 8.5, inr was 2.8. An endoscopy on (B)(6) 2016 revealed the suspected source of anemia was an arteriovenous malformation (avm) of small bowel distal to the extent of the exam. On (B)(6) 2016 hgb dropped to 6.8. The patient was transfused with 3 units of prbcs. On (B)(6) 2016, the patient had a colonoscopy which showed no bleeding source. The patient's oral anticoagulation regime was adjusted during hospitalization. The event resolved and the patient was discharged home on (B)(6) 2016. At the time of discharge, hgb was 9.6 and inr was 1.3. It was reported by the principal investigator that the event was possibly related to the hvad system. The device remains in use. No further patient complications have been reported as a result of this event.